Event description:
Customer stated that the radiofrequency generator displayed error message, made a clicking sound when catheter was plugged in, and explained how the generator screen ¿flips" through the start-up screen. The customer tried a second catheter and this also did not work. Customer was able to complete procedure with their other radiofrequency generator from another office location and the second closurefast catheter used in the procedure, but this extended the procedure time 45 minutes while tumescent was already administered; no patient injury. Please reference MDR for the radiofrequency generator that was used in the procedure: 2183870-2015-00074. The closurefast catheter was investigated on march 2, 2015, and the customer's report of the closurefast catheter showing errors messages when plugged into the generator could not be confirmed. The investigation performed on the catheter was unable to replicate the reported experience.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available, a supplemental report will be submitted.